Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. All blood readings obtained during in-house testing were properly saved in the meter's memory.